Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the procedure was completed as planned by using the wired foot switch. The philips field service engineer (fse) assessed the system on-site and confirmed that the wireless footswitch was not working. Upon troubleshooting, fse found that the battery of the wireless footswitch was too low to function properly. Fse recharged the battery, tested the footswitch, and confirmed it to be working normally. After this, the system was returned to good working condition. The same issue reoccurred after a month and the wireless footswitch charger was replaced to resolve the issue permanently. After replacement the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a battery issue in the wireless footswitch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement, and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch intermittently lost connection with the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.